Manufacturer narrative:
(B)(4). Lens inserted upside down.

Event description:
It was reported that the surgeon inserted the micl13.2 implantable collamer lens upside down and removed it without any pt injury. The reporter stated the incident was due to a tech or surgeon's error.